Manufacturer narrative:
The original report received from the affiliate states that the patient had severe calcium and thrombosis in an internal carotid artery (ica) lesion and the physician attempted to use an angioguard for distal embolic protection. However, the angioguard failed to cross the proximal ica. Therefore, physician removed the angioguard and used another device and finished the procedure successfully. There was no patient or additional procedural information provided. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was received for analysis and it was noted that the filter basket membrane was found slightly wrinkled, no other anomalies/damages were found. One non-sterile angioguard rx was received coiled in a plastic bag. Received components were: delivery wire/filter basket, deployment sheath, capture sheath and torque device. Delivery sheath was found unzipped from 8cm to 120cm from proximal end, no other anomalies were found in none of the other components. Filter basket was found loaded on deployment sheath distal end. Filter basket and coil tip were observed. Filter basket membrane was found slightly wrinkled, no other anomalies/damages were found. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The failure reported by the customer as "delivery system failure to cross" could not be evaluated due to the nature of the complaint, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The damage found on filter basket membrane could be made while loading filter into deployment sheath tip but this could not be conclusively determined. The records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. With the information provided it is likely that the filter basket membrane interacted with either the vessel or the deployment sheath causing the very mild wrinkling. Vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Additional information was received from the affiliate stating that the product looked normal when taken from its packaging. The product was properly prepped. During device preparation, before being inserted into the patient's body, the basket was 'a little bit harshly' being pushed into the cap. The basket could have been slightly wrinkled. Therefore, the physician used another filter and treatment was successful. The age and gender of the patient is unknown. There was no injury to the patient. Additional information will be submitted within 30 days upon receipt.

Event description:
The original report received from the affiliate states that the patient had severe calcium and thrombosis in an internal carotid artery (ica) lesion and the physician attempted to use an angioguard for distal embolic protection. However, the angioguard failed to cross the proximal ica. Therefore, physician removed the angioguard and used a filter-wire instead and finished the procedure successfully. There was no patient or additional procedural information provided. The product was received for analysis and it was noted that the filter basket membrane was found slightly wrinkled, no other anomalies/damages were found.

Manufacturer narrative:
Additional information was received stating that the product looked normal when it was taken from its packaging. The product was properly prepped, however, during device preparation, before being inserted into the patient's body, the basket was 'a little bit harshly' being pushed into the cap. The basket could have been slightly wrinkled. Therefore, the physician used another filter and treatment was successful. There was no injury to the patient. The original report received from the affiliate states that the patient had severe calcium and thrombosis in an internal carotid artery (ica) lesion and the physician attempted to use an angioguard for distal embolic protection. However, the angioguard failed to cross the proximal ica. Therefore, physician removed the angioguard and used a filter-wire instead and finished the procedure successfully. There was no patient or additional procedural information provided. The product was received for analysis and it was noted that the filter basket membrane was found slightly wrinkled, no other anomalies/damages were found. One non-sterile angioguard rx was received coiled in a plastic bag. Received components were: delivery wire/filter basket, deployment sheath, capture sheath and torque device. Delivery sheath was found unzipped from 8cm to 120cm from proximal end, no other anomalies were found in none of the other components. Filter basket was found loaded on deployment sheath distal end. Filter basked and coil tip were observed under a microscope. Filter basket membrane was found slightly wrinkled, no other anomalies/damages were found. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The failure reported by the customer as 'delivery system failure to cross' could not be evaluated due to the nature of the complaint, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The damage found on filter basket membrane could be made while loading the filter into the deployment sheath but his could not be conclusively determined. The records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.